Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) shut off. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4,d8, d9,e1(event site mail),e3,g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found video fault code in logs. Replaced video generator board. During checkout, found that the pim failed the leak test. Replaced pim with a customer supplied one. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical. Parts were received with a reported failure of a shutoff during use and a video fault code in the logs. The fat performed a visual inspection and found the part to be in good condition. The fat installed individually in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failures confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.

Event description:
N/a.